Event description:
It was reported that the pain pump moved back and forth under the patient'¿s skin. The patient wore a back brace if they were standing or walking "much." The brace bumped the pump and it "stings and burns very bad." The patient was afraid it would "hurt" the pump or "break it loose somehow." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).